Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. During implantation the impella, bleeding occurred at the anastomosis area which was managed with fibrin, felt, and (B)(4) unit of red blood cells. According to the physician the patient went for a CT scan which revealed the patient's vascular status was not possible for the implantation of the impella. The procedure was aborted.